Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: precautions: ¿ juvéderm voluma® xc is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. ¿ juvéderm voluma® xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. ¿ after use, treatment syringes and needles may be potential biohazards. Handle and dispose of these items in accordance with accepted medical practice and applicable local, state, and federal requirements. ¿ juvéderm voluma® xc injectable gel is a clear, colorless gel without visible particulates. In the event that the content of a syringe shows signs of separation and/or appears cloudy, do not use the syringe; notify allergan product surveillance at (877) 345-5372. ¿failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: ¿if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reports that during injection with 1 syringe of juvéderm voluma® xc the needle separated from the syringe and the product started to come out of the syringe. No injury to the patient or injector. The needle from the package was used and tightened by hand and this was the initial use of the syringe.

Manufacturer narrative:
Device analysis: "empty syringe of 1.0 ml received with a cap, no needle in an opened tray. No defect observed to syringe."

Event description:
Healthcare professional reports that during injection with 1 syringe of juvéderm voluma® xc the needle separated from the syringe and the product started to come out of the syringe. No injury to the patient or injector. The needle from the package was used and tightened by hand and this was the initial use of the syringe.